Manufacturer narrative:
(B)(4).

Event description:
During a left knee acl repair surgery, the surgeon followed standard operation, then the loop became broken. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - the button was used for an acl repair procedure. The fibers have been greatly unwound and frayed. The continuous loop has been broken. This is not shear cut as from a device. It is a jagged stressed breakage as from pull force or friction rubbing against another device. The complaint said: ¿the loop became broken¿. The IFU includes specific measurement technique steps for guidance in choosing the appropriate loop length. No root cause related to the manufacturing of this device can be established. No further investigation warranted. Device returned for evaluation. Date received by manufacturer. Device evaluated by the manufacturer. Evaluation codes updated.